Event description:
Report received from the u.s.a. Stating that the device was overheating during use. It is known that the event occurred during surgery. It is also known that there were no injuries or medical intervention reported. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. The device passed all tests and no problems were observed. If additional information become available, a supplemental report will be sent. (B)(4).